Event description:
I used the exogen bioventus bone stimulator after foot surgery (lapidus bunionectomy) and got a large blood blister where I applied the transducer after using the machine once. Exogen bioventus (stopped after one use following the apparition of the blood blister). FDA safety report ID # (B)(4).